Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause was undetermined as not enough evidence was available to make a determination. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:56:41. During night drain cycle three, the patient's ultrafiltration reading was 1248ml, indicating the home patient (hp) drained 1248ml more than their maximum programmed fill volume of 2000ml. No additional information is available.